Event description:
Information received indicates that pump fails volumetric accuracy test at 4.70 ml. Rate and dose are 19.9 ml/hr and 5 ml.

Manufacturer narrative:
Investigation found that pump failed volumetric accuracy tests. Pump was calibrated to resolve the issue.